Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s disease. The patient stated they were down to four pills, but they were getting a little dyskinesia and wondered if they should make stimulation adjustments. The dyskinesias started two days prior to this report. The patient saw a poor communication screen, but the issue was resolved by readjusting the programmer and syncing again. The ins was ¿on and ok¿ at 2.0v. It was speculated that the pills were causing the patient¿s dyskinesias. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***